Manufacturer narrative:
Follow-up #1 date of submission 10/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2015 with the following findings: a review of the pump black box data showed evidence of short battery life. A sudden voltage drop leading to a cs177 warning followed by cs128 alarm was observed. During a visual inspection, there was moisture corrosion observed in the battery compartment. A leak test was performed and no leaks were found. The battery cap fully secured to the pump. The ez-prime steps were performed correctly. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or intermittent condition was found to the power circuit. The complaint of a battery life issue was shown in the history but was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.